Manufacturer narrative:
In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. After the reported occurrence, varian service engineer secured the cover to the imager with screws. This is a varian approved modification which replaces the usage of the originally designed velcro fasteners. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. Varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury.

Event description:
It was reported that during a scheduled oncology treatment, the obi kvd cover fell off during cbct imaging of a patient. The cover did not come in contact with the patient.